Manufacturer narrative:
(B)(4). Upon follow up, it was reported the pd catheter was removed and the patient is currently performing hemodialysis.should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported to be due to diverticulitis. On an unreported date, the patient experienced peritonitis while the patient was hospitalized for two other indications. Treatment for the peritonitis was unknown. At the time of this report, the patient was at home and recovering from the peritonitis event and scheduled to have their pd catheter replaced. No additional information is available.